Event description:
It was reported that the patient had several hip dislocations surgeon decided to re-operate and change the femoral head. Upon removal surgeon noted excessive scratches on the femoral head.